Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
(B)(4). Affiliate has advised that loosening was specific to stem component. Changed category for head to non-contributing. This complaint is considered closed.

Event description:
Update (B)(4) 2013: stem only loose.

Event description:
Reason for revision: loosening.